Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal¿ injector luer lock n35c was damaged. This was discovered during use. The following information was provided by the initial reporter: during preparation of doxorubicin, the injector-connected part was broken. Attaching a vial to the solus with the vial downward, hcp might have applied the force from side to side.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: one injector and one syringe were provided to our quality team for investigation. Through visual inspection, the luer of the injector is observed to be broken and remains inside the syringe luer connection. Further evaluation identified what appears to be a small hollow on the needle housing, near the luer connection. A device history review was performed for lot 1911112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, no issues were observed, and no luer lock breakage occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, verifying all critical dimensions are within specification including the luer thread. Results for the reported lot were reviewed and no issues related to this failure were identified. While we could not identify a direct issues, it is possible that a failure in the cooling system of the injection mold can cause bubbles to generate and weaken the material, which could lead to breakage during use. There were no issues documented with this system during manufacturing of lot 1911112 therefore we cannot verify this to be true for product reported. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c was damaged. This was discovered during use. The following information was provided by the initial reporter: during preparation of doxorubicin, the injector-connected part was broken. Attaching a vial to the solus with the vial downward, hcp might have applied the force from side to side.